Event description:
The manufacturer received information that a rental dreamstation st30 device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This notification was re-evaluated following receipt and review of all available information related to the reported patient death.at the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome.the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Also, per report of the event, "there is no allegation that the device contributed to the death." Based on available information, the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. If additional information is obtained about this event, please send it to the pms clinical expert for review.based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.